Event description:
It was reported that during pre-use inspection prior to a therapeutic procedure, the subject device presented an error message and no image displayed. There was no report of patient harm.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video connector was flooded, there was corrosion at the electrical contacts of the video connector, and there is a water spot near the electrical contact of the video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the video connector is cracked and watertight, it is assumed that the charged coupled device temporarily malfunctioned due to moisture entering the connector, resulting in the failure of normal communication and the occurrence of error b30. The video connector was cracked, and the present product was not airtight, which allowed moisture to penetrate inside, presumably leading to flooding of the video connector. Olympus will continue to monitor the performance of this device.

Event description:
It was reported that during pre-use inspection prior to a therapeutic procedure, the subject device presented an error message and no image displayed. There was no report of patient harm.